Event description:
It was reported that the patient had (B)(6), was septic and had vegetation in the heart associated with the device leads. The device and leads were removed and not replaced. No further complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received reported that the patient had an episode of "non-sustained" ventricular tachycardia during the "overnight" hours post explant. No further complications have been reported as a result of this event. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer tubing overlay had cosmetic environmental stress cracking (esc). The outer insulation had cosmetic depression. A visual analysis was performed only. (B)(4) - the partial lead was returned in segments to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. A visual analysis was performed only.